Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the source/cause of the vibration was inconclusive, and that the patient appeared to be hypovolemic when feeling this sensation. The patient had a cardiac CT scan done on (B)(6) 2024 due to patient having several low flow alarms despite staying hydrated and having good control of her mean arterial pressure. The CT scan did not show an obstruction in the outflow graft to help explain the low flow alarms. No other finders were noted on the CT scan indicating a cause of the vibrations. The patient had labs drawn on (B)(6) 2024, that showed values at her baseline. Patients b-type natriuretic peptide (bnp) on the morning of (B)(6) 2024 showed a slight increase from their previous value but the patient has also been hydrating since the vibration sensation started on (B)(6) 2024. No treatment was performed, and the patient was recently seen in clinic on (B)(6) 2024 and did not report any further issues or concerns. The patient was said to be doing well. The patient continued to hydrate and has reported less frequent low flow alarms over the last several weeks.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported vibration sensation in the patient¿s chest and left arm could not be confirmed through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation. A specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The controller event log file contained events from 18nov2024 through 19nov2024 and did not contain data from the reported event date. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, and section 6 ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU also addresses all pump parameters, including pump flow. The sections of the heartmate 3 lvas patient handbook entitled ¿introduction¿ and ¿living with the heartmate 3¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient felt a vibration sensation in their chest and left arm. The patient described the sensation as if they were holding a cell phone that was vibrating with a call. They also felt the sensation at the driveline exit site on their right side. The patient reported that they were laying down on their back, slightly tilted on their left side. The patient said this sensation was brief, maybe lasting 10 seconds or so. All ventricular assist device (vad) parameters and mean arterial pressures were at baseline, and no vad alarms were reported. The patient was seen in clinic to assess the vad and log files were submitted for review. The event log captured clusters of persistent pulsatility index (pi) events as well as routine power source changes. Event log data from (B)(6) 2024 was no longer available for review due to new incoming data overwriting the system controller memory. Technical services were unable to correlate the patient's reported sensation with any data in the log files submitted. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. Based on the data visible in the log file the mechanical circulatory support equipment was operating as intended electronically and mechanically.